Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). Medwatch field UDI number = (B)(4). Medwatch field phone number was provided as (B)(6). Medwatch field occupation - the occupation is lay user/patient.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 9:31, a sample from the patient was tested using the meter, resulting in a value of 5.0 inr. At 9:40, a sample from the patient was tested using the meter, resulting in a value of 2.9 inr. At 11:15 a.m., a sample from the patient was tested using the meter, resulting in a value of 2.8 inr. At approximately 12:30 p.m., the patient was tested twice using the meter, resulting in values of 2.6 inr and 2.7 inr. The patient's therapeutic range is 2.5 - 3.5 inr.

Manufacturer narrative:
The customer's meter and test strips were provided for investigation where they were tested using retention controls. The returned test strips and vial showed no defects. The returned meter appeared undamaged and clean on the outside. Testing results (level 1 control range = 2.7 - 3.3 inr; level 2 control range = 4.1 - 6.8 inr): level 1 qc1 = 3.1 inr level 1 qc2 = 3.1 inr level 1 qc3 = 3.2 inr level 2 qc1 = 5.8 inr level 2 qc2 = 5.7 inr level 2 qc3 = 5.6 inr all inr values were within the specified target ranges, confirming the functionality of the complained coaguchek meter. No error messages occurred. Returned customer material and retention material comply with the specification. Upon review of the meter's patient result memory, an additional value of 2.6 inr occurred at 8:36 p.m. On (B)(6) 2021. Medwatch fields d9. And h3. Have been updated.